Manufacturer narrative:
Additional information: additional information indicated that four photos were provided by the account which were evaluated. Some mark can be observed at the edge of the lens but, it cannot be distinguished through photos if the condition observed is relates to a crack, scratch, or other condition on the lens. The reported issue was verified; however, since there is no sample (e.g. The lens or the device) returned for further evaluation, the complaint reported cannot be confirmed by the manufacturing site as related or originated during the manufacturing process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: unk. Date of event: unknown, not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted. Phone number: (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a large crack at the base of the trailing haptic of an intraocular lens (iol) was found after the lens was implanted in a patients eye. The procedure was completed without any change and the iol was left in the eye. There was no patient injury or visual acuity issue reported. The surgeon suspected that the lens originally had a crack because he did not feel any resistance during implantation. The lens remains implanted as of to date. No further information was provided.